Event description:
It was reported the pt was no longer receiving left side stimulation and experienced a fall prior to the issue. An sjm rep was able to restore only ineffective left side stimulation with reprogramming. X-rays revealed the scs lead(cervical) had migrated. As a result, the lead was repositioned on (B)(6) 2014. It was also reported during the procedure, the physician experienced difficulty keeping the lead in the desired location due to scar tissue. Following the procedure, the pt received effective right side stimulation and "ok" left side stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.